Manufacturer narrative:
Correction: h6. Fdd a26 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) noted they find the stimulators beneficial, and noted they wouldn't be able to get out of bed without the stimulator/meds. Pt reported their 2001 implant took 3 surgeries. Pt could not clarify why, but indicated a "flaw" but would not clarify further. Pt indicated pain for years, noted temporary paralysis (unrelated to stimulator). Pt indicated working with several manufacturer representative (rep) over the years and reps were present at every surgery/trial/implant/explant, etc. Spoke with a manufacturer representative (rep) who pulled up patient information and stated that there are notes from the patient's (pt) rep but they are for initial implant with no issues noted. Then there are 4 reprogramming notes in which there are no device/therapy issues noted either. One note specifically says patient¿s progressive underlaying pain reprogrammed, patient receiving effective therapy after programming. Normal impedances. Called pt's rep. She confirmed she has worked with this patient but does not remember any out of ordinary device/therapy issues. Some reprogramming sessions and a normal battery replacement is all she can recall. If she had become of any issues, she would have reported or noted in their systems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.